Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. An ipsilateral approach was initially attempted to cross the chronic total occlusion lesion using a micro-catheter and various guidewires, but antegrade access was difficult. Therefore, a distal approach was used. The guidewire crossed with a rendezvous procedure, followed by dilatation with coyote es 1.5 and then a 4-220mm coyote mr. Due to vascular recoil, a 6.0mmx40mmx135cm (4f) sterling balloon catheter was used for further dilatation. During the second inflation at 12 to 13 atmospheres for 30 seconds, the balloon ruptured. The device was removed without issues, and the rupture was found near the center in the shape of a pinhole. A different device was used to complete the procedure. No complications were reported, and patient status was good.